Manufacturer narrative:
The model# was not provided. In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A (B)(6) customer ran blood glucose tests on 2 contour next link 2.4 meters and received readings of 23.8 and 7.2mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meters were sent to the customer.

Manufacturer narrative:
This lot# was not included in the initial report. Model# was not provided.

Manufacturer narrative:
Control solution testing with the returned reagent lot# 6cfec07a and meter, gave results that averaged 2.3mmol/l high out of range. Blood testing with reagent 6cfec07a gave results that averaged 4.9mmol/l high out of the fitness-for-use limits. The lot# was also tested with an in-house meter. Control solution testing gave results that averaged 78mg/dl high out of range. Blood testing with in-house meter gave an ave of 21mg/dl high out of the fitness-for-use limits. It was noted there were 56 strips in the returned bottle of 6cfec07a, therefore it is likely that the returned test strips were not stored properly by the customer and were exposed to a contaminant that caused the high results. Retention reagent gave satifactory performance.